Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump failed the pressure test by +27. There were no injuries or adverse events reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lens was damaged. Functional testing involved pressure testing and showed that the downstream occlusion sensor was out of calibration at twenty-nine (29) pounds per square inch (psi). The downstream occlusion sensor was recalibrated. Based on evidence and investigation, the complaint allegation was confirmed.